Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient fell about 1.5 years ago and had a revision at that time. Additional information was requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).